Event description:
A customer reported a past high blood glucose event with the exact value unknown but displayed as "high." There was no reported impact to the customer¿s blood glucose level. The customer's wife assisted by taking him to a doctor, and the customer administered a correction injection via multiple daily injections.